Event description:
The customer reported the system displaying error codes and not completing boot up. No pt injury was reported.

Manufacturer narrative:
Customer is contracting through a 3rd party for repair.